Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report is (B)(4).

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: needle did not retract into the device when safety button was pushed. This is the second occurrence of this happening. Both occurrences happened with 24 ga 0.75 in catheter.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. DHR for lot number 3214964 has been reviewed. Subassembly lot 3214964 and material 700iags12 was built on afa line 4 from 08aug2023 through 12aug2023. This lot was packaged on pkg line 9 from 09aug2023 through 13aug2023 using the final lot number 3214964, material number 381412 for a quantity of (B)(4) units. No related quality issues or process deviations were found. Although the complaint could not be confirmed, a trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness.

Event description:
No additional information.